Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye. The lens was removed due to the pt developing a nuclear sclerosis cataract and pt's vision got worse. A competitor's lens was implanted and no suture was used.

Manufacturer narrative:
Pt (B)(4) secondary surgery, (B)(4). Eval: method - medical review. Results: visual inspection of the returned product found piece of haptic and piece of optic are torn off and missing. Lens was returned dry. There was evidence of dried up surgical residue on lens surface. Medical review - the icl is indicated in pts (B)(6) of age. There is a much greater risk of cataract in pts (B)(6) of age post icl implantation. The pt in this case is (B)(6) of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 yrs following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search, medical review, and the eval of the returned product, the root cause of the event has been determined to be due to off-label use of the device. (B)(4).